Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Event description:
It was reported that the patient underwent a total hip arthroplasty (tha) procedure with the products in question. During the surgery, the surgeon attached sri emphasys impactor to the emphasys cup, and while working on it, the surgeon felt that the impactor and the cup were loosening a little, so the surgeon re-tightened them with a specialized screwdriver. The surgeon impacted the cup, and determined that they had enough fixation force, and tried to remove the cup, but the impactor could not remove because they firmly locked. The impactor and the cup could not remove even though the surgeon tried to multiple times. As a result, the surgeon gave up on using the emphasys cup and removed it together with the impactor. The surgery was completed successfully within 30 minutes of surgical delay using the pinnacle cup that had been prepared as a backup. The cup and impactor were tightly locked and could not be removed even after they were removed. The surgeon placed them on the floor in a dirty state, pressed the cup and impactor down against the floor, and turned the screwdriver as hard as he could in the removal direction, and somehow managed to remove them. There were no reported adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complain: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.